Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6 and h.11. The product was returned for analysis, and damage was observed to the intra ocular lens (iol). No cartridge was returned. Iol returned posterior surface up instead of anterior surface up in the iol case. Solution is dried on the iol. The optic and haptics are scratched or marked-rejectable. No cartridge returned. The product investigation could not identify the root cause for the reported complaint loop oriented to the right instead of left as only the iol was returned for evaluation. No cartridge was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. We are unable to verify if the iol contributed to the event. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the iol was inserted into the cartridge holder and intended for use. When exiting from the holder the loop oriented to the right instead to the left. There was no patient contact. Additional information has been requested.